Manufacturer narrative:
One sample was received for analysis. Visual examination of the returned unit shows that the stylet wire is contained in the tubing and the shape of the tubing has been altered using the stylet wire. An inflation / deflation test was performed and no difficulty was noted.

Event description:
Customer reported while checking the cuff prior to use on a patient, air could not be removed from the cuff.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Customer reported while checking the cuff prior to use on a patient, air could not be removed from the cuff.